Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported the patient presented with pain, swelling, and an allergic reaction. The patient is scheduled to have a revision surgery.